Event description:
On 1st november, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the light is cracking and the case is fleaking off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the light is cracking and the case is fleaking off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of pwd700 - transparent plate (ard368305555) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. According to the description below the light underside damage is the result of a misuse. "The clear transparent plate was cracked from physical damage. As described in the scr comments." A shock with another device is the most probable root cause. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).